Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with a syringe. The customer stated that she ate 3 tiny snack sized (B)(6) and a hand full of (B)(6) which caused her to go high. The customer over treated and her blood glucose went down to 51 mg/dl. The customer also had a low reading of 49 mg/dl. The customer treated with orange juice. The product was not returned for analysis.